Event description:
Customer alleged burning / watery eyes when removing a load from a completed cycle of a sterrad 200.

Manufacturer narrative:
Watery eyes. Capital equipment, unit evaluated at the facility. Fse cleaned the vaporizer, and replaced the vacuum pump oil and filter, catalytic converter to get rid of smell. Ran chamber test and verified system meets manufacturers specifications.